Event description:
During routine service and repair of the device it was discovered that the sagittal saw attachment vibrated, got hot and had a flapping blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record indicates that the manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation indicates that the reporter did not allege or identify any deficiency; it was observed during functional testing that the unit was vibrating , getting hot, blade flapping. Evidence suggests this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)